Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular exhibited high pacing impedance. All other electrical parameters were in range. The patient's condition was good. The physician elected to take no action at this time and would continue to monitor the patient.